Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number 1627487-2019-12538 related manufacturer reference 1627487-2019-12539. It was reported that the patient experienced lack of efficacy. As a result, the patient underwent a surgical procedure at an unknown date, wherein the scs system was explanted. Patient is stable.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain patient weight, but it was not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.